Event description:
This patient had bilateral parasternal silver soaker nerve block catheters placed on [redacted] that were removed on [redacted]. The left catheter came out easily with tip intact. The right catheter sheared, leaving remnant in chest wall, ~5cm. An ultrasound was obtained to identify the position of the nerve catheter in the subcutaneous tissues of the right chest. It was subsequently removed via a small incision.